Manufacturer narrative:
Correction to g2 for other foreign country, france. Correction to h6 in last supplemental for estimation findings (adhesive peeling caused by stress). Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the positive culture is likely not due to the device. Growth of microorganism was not found from culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with IFU before repair, growth of microorganism was also not confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer hmi (hygiene microbiological investigation) results, ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results and service repair device evaluation . The following sections were updated: g3, g6, h2, h3, h6 and h10. The customer hmi (hygiene microbiological investigation) results reported the endoscope device channel (all channels) was conform, and not contaminated. Ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results obtained comply with the target level defined in the regulations of france outlined on (B)(6) 2016. The results are conform to french recommendation. Rrc (regional repair center) france olympus device evaluation findings are below: bending section peeling in the ¿a-rubber¿ adhesive was observed. Connecting tube crushed was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results has not yet been received for evaluation. Below are information on customers cds checklist: aniosyme synergy mt, aniooxyde 1000 the detergent used for cleaning peracetic acid, glutaraldéhyde are the disinfectant used for disinfection. Aer treatment type-soluscope 3, cln, paa. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR submission g3 date received by manufacturer to august 26, 2021.